Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness. The legal manufacturer reported that the unit was delivered to the customer on december 21, 2018. The lm reported that the most probable causes for the reported event are as follows: the legal manufacturer believes that the communication error between the scope and the said device occurred due to the succumbing of the terminal inside the video connector socket, causing a malfunction phenomenon. It is inferred that terminal buckling was caused by the scope used in the combination and occurred in the following order. When inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. The terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. It was presumed that the scope lock mechanism failed because the scope was pulled out without releasing the lock lever when removing the scope connector. It was presumed that the accident occurred because an excessive impact was applied to the device, such as hitting something hard against the equipment. The legal manufacturer referred to the following IFU sections and statements based on the reported event. The following is stated in otv-s190 instruction manual "6. 3 connection of an endoscope". This may have prevented. Confirm that the video connector of the video scope are not damaged. The following is stated in otv-s190 instruction manual "6. 9 termination of the operation". This may have prevented. When a visera series endoscope or camera head is used, disconnect the video connector of the video scope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down. Otv-s190's instruction manual "important information ¿ please read before use" has the following description. This may have prevented. Do not apply excessive force to this video system center and/or other instruments connected.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ broken pin ¿ was confirmed and also attributed to no image. The unit¿s housing was noted to have normal wear and tear. The unit was equipped with a new version switch and software.

Event description:
The service center was informed that during preparation for use, the video connectors were noted to be broken and could not be connected. It is unknown if the intended procedure was completed. There was no patient injury reported.